Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that near the end of surgical procedure, the ui500 endoflator unit, was unable to maintain high pressure, and the reading is higher than the display output on the unit. Fortunately, the procedure was near end, there was no significant delay in procedure and no adverse effect to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "unable to maintain pressure during use" could not be confirmed. No physical or log files failures were detected during the investigation. However, the assumption of the investigator is a possibility that the pressure could not be maintained due to a blockage in the instrument in use. This could not be confirmed by the log files and is therefore just a guess. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).